Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the power issue occurred in (B)(6) 2015. The patient detailed that he manages his diabetes with an insulin pump and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that he developed symptoms of ¿hearing problems and blood pressure¿ but could not specify when and stated that in (B)(6) 2015, he visited an emergency room (ER) where he had a blood glucose test performed on a hospital meter, which gave a result of ¿hi¿, and was treated with an unknown dose of humalog insulin. At the time of troubleshooting the cca noted that the meter batteries did not require to be replaced and it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention for a blood glucose excursion after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.